Manufacturer narrative:
Due diligence for additional information was executed. Patient pre-existing medical conditions are not available. No other devices were involved in this issue nor was any other device replaced. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. The device history record review confirmed that device lot had no anomaly in inspection. The tb-0535fcs thunderbeat (lot#kr100106) for evaluation. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found the pad is lifted with charred marks with metal exposed. The distal end of the device was inspected under a microscope and found charred marks to the probe tip unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. A likely cause of the separation of the teflon pad can be the following: the worn and peeling off of the tissue pad could have happened because ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the error. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled away. The peeled tissue pad was falling off because the pad added pulling load. The instructions for use includes the following statements: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
As reported for this event, at the end of the therapeutic laparoscopic bilateral salpingectomy procedure, an unknown error was observed on the screen. The error was cleared, however, it was noted that, while in the abdomen of the patient, a part of the device had separated though not fallen off. The device was removed and the procedure was completed using non-disposable surgical for insuring hemostasis. There was no harm or adverse impact to the patient reported. The device was inspected and a probe check performed prior to use, with no abnormalities noted. There was no cable damage nor were cords of any medical device bundled. The settings were the default settings. The physician is experienced in the use of the device.